Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient presented to the emergency room (ER) experiencing weakness and the medical equipment company representative noted the right atrial lead was "too short" and not pacing correctly. The lead was reprogrammed and the patient's weakness was gone within 15 minutes. The lead was later capped and replaced. No patient complications have been reported as a result of this event.